Event description:
The device was returned to the manufacturer with no info.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned without the capsule. It was suspected that the capsule did not attach to the esophagus. The plunger was fully depressed and retracted.